Manufacturer narrative:
Consumer admits to leaving the heating pad on and unattended which is a violation of the instructions and warnings provided. Consumer has not returned the product.

Event description:
Consumer alleges heating pad caught on fire and damaged bedding. There was not a report of injury with this incident.